Manufacturer narrative:
One opened bl5113 pack from lot v7249 was received. The tubing was wadded and tangled up inside the pack tray. The assembly was dry with no evidence of dried solution in it. The small parts pouch was still sealed with all the components inside including the two blue irrigation sleeves. Visual inspection found the piercing pin/tip of the IV spike cap broken off and missing. There were some dark colored marks on the tubing in front of the tubing manifold base. These dark spots do not wipe off. It could not be determined if the dark spots are on the inside of the tubing or if they are embedded in the tubing material. A triangle shaped swap was returned in a small plastic vial. Microscopic examination was performed and found a long white sliver-like particle stuck to the foam tip of the swab. The particle was hard to the touch. It is similar in color and appearance to the IV spike cap that is broken. The lab analyses indicate that the white colored particle consists of organic material, titanium dioxide pigment, saline residue, and mineral deposits. The organic material could not be identified due to spectral interference from the inorganic components.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
While using the handpiece provided with its silicone cap, a fragment of silicone become detached and entered the eye. The surgeon removed the fragment and the hood was changed. There was no consequence to the patient.